Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pacing impedance was low near 300 ohms throughout record. Lead warning occurred on (B)(6) 2016. (B)(4) short circuit paces. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1999.

Event description:
It was reported that a lead warning was triggered on the date of a device change out. It was noted that there were a high number of low impedances on the right ventricular (rv) lead. The lead remains in use, but a lead extraction and replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited a polarity switch.

Event description:
It was additionally reported that the lead had a conductor fracture and insulation breach. The lead was explanted and replaced. The patient is a participant in the wrap-it study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.